Event description:
A malfunction alarm was reported when the pump declared an altitude alarm, which temporarily suspended insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through steps to remove speaker hole obstructions and suggested cleaning the pump, removing the current cartridge, and installing a new one to resolve the issue. Initially, these actions did not restore pump functionality, and the alarm persisted. After waiting two hours, moisture evaporation was suggested, and upon follow-up, the customer successfully resumed insulin delivery, with the pump returning to normal operation and no further actions required.